Event description:
It was reported that the rhythm of the epg (external pulse generator) was unstable. The set rhythm had an offset of 5 ppm. Tapping on the unit caused jumps of approximately 50 ppm. Testing on a multimeter, with a load of 500 ohms, showed pauses in pacemaker rhythm. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were observed. The battery contacts were found to be contaminated.

Event description:
It was reported that the rhythm of the epg (external pulse generator) was unstable. The set rhythm had an offset of 5 ppm. Tapping on the unit caused jumps of approximately 50 ppm. Testing on a multimeter, with a load of 500 ohms, showed pauses in pacemaker rhythm. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action has been initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.